Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported by the customer that the insulin pump had alarmed button error. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.